Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; one event of leaking was confirmed during testing. The device was found to be affected by leaking. The reported burns on the wrap was not able to be confirmed; however, as the wrap was not received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device leaked and had burn holes in its wrapping. There was patient involvement; no patient impact.